Manufacturer narrative:
Information requested however, the account reported they will not disclose. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. It was also reported that the concomitant product used, loi, was discarded by the customer. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while the laser was firing the liquid optics interface (loi) fell from its position in the catalys laser and caused a suction loss. Account reported there was no harm to the patient and they were able to complete the procedure by using a new loi.